Manufacturer narrative:
Date of event and therapy dates are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04034, 3006705815-2021-04035. It was reported that lead migration and high lead impedances were observed, and therapy was ineffective. One lead was not screwed into the header and the other had no suture in the anchor. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue. Complete conformation regarding which issues apply to which leads is not known, so all issues are being reported on both leads.